Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be confirmed (plate broke postoperatively). The macroscopic and microscopic investigations show that the recon hemi mandibular plate, 6x17 hole, right, with template broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. Furthermore, during the adaptation to the anatomy of the patient, the plate was heavily damaged (incised) on several regions by medical instruments (most likely cutting pliers). The damages lead to reduction of the cross section and to a massive local strain hardening / embrittlement of the material and could lead under functional stress also to the breakage of the plate. In the IFU is documented under: general warnings and precautions that ¿ ¿scratching or damage to the component can significantly reduce the strength and fatigue resistance of the product¿. The investigation with sem shows on the fractured surface the appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Furthermore the senior manager medical affairs stated for a similar complaint that plate breakage after such a reconstruction occurs in approx. 3% of cases. Indications for material or manufacturing related problems were not found in this investigation. Based on the evaluation there are no indications for any systematic design, material or manufacturing related issue.

Event description:
It is reported by the surgeon that the plate is broken. The patient came in with pain on (B)(6) 2014, and a revision surgery was necessary on (B)(6) 2014.

Event description:
It is reported by the surgeon that the plate is broken. The patient came in with pain on (B)(6) 2014, and a revision surgery was necessary on (B)(6) 2014.